Event description:
It was reported that during a port placement procedure, the connection between the catheter and the rod on the top of the chamber was allegedly broke. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one bardport MRI implantable port was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. Complete circumferential breaks were noted on both ends of the port stem segment. However, striations were noted throughout both surfaces as well. The investigation is confirmed for the reported fracture and the identified material separation issues, as a complete circumferential break was noted on the port stem. The port stem segment was returned. The surface of the complete port stem break was noted to be granular. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 12/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 12/2024).

Event description:
It was reported that during a port placement procedure, the connection between the catheter and the rod on the top of the chamber was allegedly broke. The procedure was completed using another device. There was no reported patient injury.